Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device requested the sensor code during a sensor session. Data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ correction. D10: - concomitant medical product - correction. G3: date received by manufacturer - additional. H2: type of follow up - correction/additional information.

Event description:
Subsequent to the initial MDR, a correction is required.